Manufacturer narrative:
The device has not been returned and is not available for investigation. A DHR review could not be conducted or confirmed that the device(s) met specification prior to shipping. This report will be updated should this information become available at a later date. The following sections of this report have been left blank due to the information being unavailable or unapplicable at this time.

Event description:
Our distribution partner surgalign reported that "dr. Reiter was removing/revising implants from a dr. Robson streamline tl case. He used the aforementioned instruments but was unable to remove the implants and damaged them. No adverse effect on the patient . The case was delayed 30 mins with his efforts to remove the implants."